Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc surmised that the one or both of the following phenomena occurred. Since more than five years and six months passed from the manufacturing of the subject device, if the subject device had been used frequently, the video connector socket might become worn or loose due to repeated use. Since the video connector was pulled out without unlocking the locking lever of the video connecter socket, the locking mechanism (lock latch) of the video connector socket might have failure. In addition, omsc also surmised that due to these phenomena, the electrical connection of the electrical contacts became unstable, affecting the image signal transmission between the videoscope and the subject device, and consequently the error e315 indicating scope detection failure such as detection of unsupported ccd and the color bar display indicating no scope connection occurred as reported. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus medical systems (B)(6) (omsi). Omsi checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the failure of the video connector socket. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed and only color bar was displayed on the monitor when the camera head (ch-s190-xz) connected to the subject device, and also found that the unsupported scope error e315 sometimes occurred on the subject device.there was no report of patient injury associated with this event.